Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿white/clear piece of plastic¿) was found floating in a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip after drawing up insulin. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that foreign matter (described as ¿white/clear piece of plastic¿) was found floating in a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip after drawing up insulin. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one 3ml syringe received at bd for investigation. Sample evaluation was performed. A white particle is observed inside the syringe, therefore an ftir (fourier transform infrared spectroscopy) was performed. According to the results, the sample of the contaminating particle does not present signals that can be identified. Also, when compared with different listed materials (resin, stopper, packaging paper, etc), the spectrum of the particle does not present signals that correspond to the spectra of the different components of the plastic syringe, therefore the particle does not come from the materials analyzed. Additionally, the foreign matter is not coming from the components or materials used to manufacture the syringe, thus the complaint is not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is that the foreign material could have been present in the hub of the needle. The lot was manufactured, where features were evaluated in the assembly stage such as syringe assembled correctly, syringe without damage, syringe without missing components, and syringe without contamination in the liquid passage or external. During the control in process no non-conforming part was reported. The lot was inspected by quality control, the lot was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. There are monthly monitoring of viable and non-viable particles in the manufacturing areas, no results have been presented outside, no specification or out of trend, therefore the particles in the environment are controlled. Also, productive areas the staff uses equipment such as earplugs, net and cap, safety glasses, beard covers, and safety shoes. This possible source of contamination is discarded since there is equipment that protects both personnel and the product of foreign particles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that foreign matter (described as ¿white/clear piece of plastic¿) was found floating in a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip after drawing up insulin. There was no report of exposure, injury or medical intervention.